Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. An internal/external inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits and the volumetric accuracy test that followed, showed that the device had failed. Pal performed a more detailed inspection of the door assembly and found the door pistons to be fine. A short simulated therapy was successfully performed. The cause of the issues could not be determined after the evaluation. The device was sent to be serviced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.